Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: no battery cap or cartridge cap returned. All testing performed with test caps. Pump powers with a test battery cap to a dim discolored display. Battery compartment cracks were observed from thread area to case seal and below grip pad. Evidence of moisture contamination inside battery compartment. Base crack observed between case seal and keypad. "Audio bolus" button cover is torn. Bolus button is responding. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.